Event description:
A facility reported a hakim valve was implanted between (B)(6) 2024. On an unknown date, as per physician, the CT imaging showed squeezed ventricles (cerebral ventricle collapse), due to continuous over-drainage of csf (cerebrospinal fluid). The patient was hospitalized on (B)(6) 2024 with fever, increase blood pressure, seizure like activity, his physical conditions showed- glasgow coma scale e4vtm2 and had conservative treatment. Shunt pressure was set to 150. The patient's pressure settings were adjusted from 80 mm to 180 mm on different days, and the current shunt pressure was 180 mm h2ok (high). After several pressure-setting adjustments in the past few months/days, the condition of the patient did not improved, it was worsening, and the patient was bedridden. As per the physician, the shunt was not functioning. Despite the increased pressure, a sunken brain was still observed. Confirmative x-rays were taken before and after the programming. The final diagnosis was reported as an ftc-operated head injury with a programmable shunt in situ. The patient was discharged on (B)(6) 2024 in stable condition. Discharge medication was listed as: - taxim tablet 200 orally twice daily for 7 days, - tab pan 40 once daily (od) for 1 month-on empty stomach, - tab levera 500 (3-time day) (tds), - tab encorate 500 tds, - tab epsolin 100 tds, - tab amlodipine 5mg od, - tab dolo 650 sos (as needed)-for fever, - rtf (ready to feed) 300ml/3hrly. The patient was advised to consult in case of emergency and follow up consult after one week of discharge. The device was still implanted to the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823164) was not returned for evaluation as the product remains implanted therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.